Manufacturer narrative:
No product was returned for evaluation.

Event description:
On (B)(6) 2025 the reporter stated that on (B)(6) 2025 the user experienced multiple episodes of hypoglycemia throughout the day with blood glucose (bg) as low as 26 mg/dl while using the ilet system. The user was transported to the hospital by ambulance and treated with oral glucose gel and saline before being discharged on (B)(6) 2025. No long-term health effects were reported.